Manufacturer narrative:
E1 establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a brown stain (impression of stool juice) on the bottom of the storage compartment of a colonovideoscope used for a previous examination. It also suggests the possibility that it may not have been washed. It didn't seem like the scope with the stain had been used on another patient. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. Brown stains were found on the bottom of the storage cabinet for colonoscopes after cleaning (appeared to be fecal matter). The event is preventable by handling device in accordance with the following IFU. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.